Event description:
It was reported that occlusion alarms occurred. There was no adverse impact to the customer's blood glucose level. Reportedly the customer was using fiasp insulin. Tandem clinical support informed customer that fiasp is off-label per the user guide. The customer resolved the issue by changing the infusion set and cartridge and resumed insulin.